Event description:
Dr. (B) (6) had pinned the pt for a prone position with the MRI safe head holder and locked the head holder. Head holder was tested by dr. (B) (6) and MRI tech (B) (6). Pt's head's then slipped after secured in prone position from the head holder causing a 2.5cm long laceration on the left side on his head. Laceration cleaned with betadine, stapled and antibiotic ointment applied by dr. (B) (6).